Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set cannula was bent leading to hospitalization. Patient was treated using correction injection via mdi. The infusion set was in use for 3 hours after insertion. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.